Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that a patient was told that her device would need to be replaced but it had not been tested. The device was implanted in 2002 and the battery needed to be replaced. The patient reported that something was ¿not right¿ in the system and this caused her to have an infection. The patient had a chronic bladder infection since february and was currently in the hospital. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.